Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller tank was empty indicating a failed mixing pump, since device had 2208 hours would be sending the 2k preventive maintenance information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller tank was empty indicating a failed mixing pump, since device had 2208 hours would be sending the 2k preventive maintenance information. Per follow up information received via task on 24mar2025, biomed called to confirm that the functional check was enough to confirm the device was operating as it should, they ran a functional check, and it cooled to 6 and heated to 40 with an average of 1.7 lpm. Sending device back to the floor.